Event description:
This demo device was reported to philips for not passing opcheck with the therapy cable and test load attached.

Manufacturer narrative:
(B)(4). This demo device was reported to philips for not passing the operational check with the therapy cable and test load attached. On (B)(4) 2012, the device was evaluated and the reported complaint confirmed. There was no reported pt involvement. The power pack pca was replaced to resolve the problem. All performance assurance tests passed and the device was sent back to the customer for service. We will consider this a malfunction of the power pca that caused the device to not pass the operational check with the therapy cable and test load connected.